Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the previously working remote monitor, did not power on. It was observed that the connector for the alternate current (ac) adaptor had been damaged on the remote monitor. The monitor was replaced. No patient complications have been reported as a result of this event.